Manufacturer narrative:
(B)(4). Date sent: 12/26/2019. Date of event: publication year of 2002. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: harmonic scalpel® hemorrhoidectomy five hundred consecutive cases. Author : david n. Armstrong, m.d., charles frankum, m.d., marion e. Schertzer, m.d.,wayne l. Ambroze, m.d., guy r. Orangio, m.d. Citation: dis colon rectum 2002;45:354¿359. The aim of this prospective study was to evaluate the incidence of postoperative complications after harmonic scalpel hemorrhoidectomy and to identify any predisposing factors leading to postoperative complications. From october 1998 to october 2000, a total of 500 patients undergoing harmonic scalpel (ethicon) hemorrhoidectomy were included in the study. Out of 500 patients, 355 patients underwent harmonic scalpel hemorrhoidectomy alone, 120 patients underwent a combined hemorrhoidectomy, fissurectomy, and sphincterotomy, and 25 patients underwent hemorrhoidectomy and fistulotomy. Complaint included postoperative abscess/fistula (n=3) of which two had undergone combined fistulotomy during their original surgery and the other developed anal stenosis from subcutaneous fistula formation in the (closed) surgical incisions. Other complication included intractable post hemorrhoidectomy fissure-in-ano (n=5) requiring surgical correction. In conclusion, harmonic scalpel hemorrhoidectomy is a safe surgical modality, and postoperative complication rates compare favorably with previously published studies.